Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had issues with screwing the reservoir into the reservoir compartment and she had to try multiple times before the reservoir goes in. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.